Event description:
It was reported that the vns patient was re-implanted with a generator and lead on (B)(6) 2014. The patient was initially implanted with a generator and lead in 2004; however, the devices were explanted three months post-implant due to infection at an implant site and a broken electrode on the lead (lead fracture reported on medwatch report # 1644487-2014-00543). A review of programming and diagnostic history for the device revealed no diagnostic test results. Attempts for additional information are in progress.

Manufacturer narrative:
Device manufacturing records were reviewed . Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
Additional information was received indicating that the device was removed before switching it on. It was reported that the patient underwent surgery on (B)(6) 2014 to have a new vns system (generator and lead) implanted. Review of manufacturing records confirmed that both, the generator and the lead passed all functional tests prior to distribution.